Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting to us that during an arthroscopic knee repair, the tips of 4 passer pins broke off into the bone. All of the fragments were retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt. Complaint devices discarded by user facility. Also see associated mdrs 1221934-2010-00183, 1221934-2010-00185 and 1221934-2010-00186.